Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Review of the video provided confirms the reported event. The fasteners can be seen deployed into the mesh but did not fixate the mesh as shown. The video does not show the device in use. There are multiple causes as to why the device may not fixate in use. Without having the physical sample to evaluate, a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿

Event description:
As reported, during a hiatal hernia repair surgery, the sorbafix enhanced fixation device failed to fixate the mesh. As reported, the fasteners did not penetrate the tissue, presenting with loose fasteners in the mesh. The procedure was completed using another device and there was no reported patient injury.